Manufacturer narrative:
The insulin pump passed basic occlusion test, excessive no delivery test and displacement test. No motor error alarms or unexpected no delivery alarms were noted. The insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The pt's blood glucose level was at 300 mg/dl. The customer stated that there were no significant events that could have led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.